Event description:
It was reported glue-like foreign matter was found on 75 bd saf-t-intima¿ IV catheter safety systems. The following information was provided by the initial reporter, translated from chinese: "during the examination before puncture, the nurse saw glue analogs in the tube and on the outer wall of the tube. What glue is uncertain."

Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 3 samples and 1 photo submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. A mass of silicone was observed on the catheter tip. Silicone is a part of our manufacturing process, and it is applied to the product to assist in the insertion of the device during use. Bd determined the cause of the failure is associated to our manufacturing process. A quality alert was generated and distributed to all manufacturing personnel involved with the production of this product. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer.

Event description:
It was reported glue-like foreign matter was found on 75 bd saf-t-intima¿ IV catheter safety systems. The following information was provided by the initial reporter, translated from chinese: "during the examination before puncture, the nurse saw glue analogs in the tube and on the outer wall of the tube. What glue is uncertain".